Event description:
Account describes several instances of suspect device comparison against the laboratory. Suspect device inr=6.3, lab=2.1, suspect device inr=>8.0, lab 2.62, suspect device inr=>8.0, lab= 2.99 and suspect device inr=8.0, lab=2.89. No treatment was given based off of the suspect device results. Controls were run and within range.